Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the battery longevity in (B)(6) 2014 overestimated. The battery longevity in (B)(6) 2014 was accurate according to longevity calculations. The device remains implanted. Patient condition was stable and remote monitoring will continue.